Event description:
Patient decompensating and requiring epinephrine guttae (epi drops). Second rn brought syringe pump into the room to program pump with rn to start pressor. The pump failed, reading "system advisory." The second rn then brought a second pump into room to attempt to start epi drops, and second pump was also reading "system advisory". A third pump was brought into the room, further delaying the start of the drip. Epi drops able to be programmed and started to stabilize patient.